Manufacturer narrative:
Correction: the date of this report was documented as (B)(6) 2017 in the initial report. The correct date was (B)(6) 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was functional. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device emitted an unusual high pitch sound. It was further observed that there was corrosion on the electric motor housing and an unknown liquid substance was found inside the gear box. It was further determined that there was an unknown liquid on the electronic control unit. It was further determined that the issues were consistent with improper cleaning/care and component wear. The assignable root cause was determined to be due to improper cleaning methods and wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer/drill device ran intermittently. According to the reporter, different battery devices were tried with the device and the issue still persisted. It was reported that the battery devices functioned properly with other handpiece devices. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.